Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during investigation, the pump was powered on to a blank display screen. Product analysis was unable to test if the display was clear and legible, the responsiveness of the keypad buttons, or if the audio bolus button was responsive. The pump was opened to inspect the display and it was found to be cracked. A test display was used and was found to be clear and legible when tested.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.